Manufacturer narrative:
The insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08645 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 280 mg/dl at time of incident and other blood glucose level was 592 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with injection and insulin pump and she had on shots recently due to the high blood glucose. Customer was not in auto mode feature that active and automatically adjusting insulin at time of high blood glucose event. Customer was alleging possible insulin pump under delivery. Customer reported that the insulin exited at the quick release. The insulin pump will be returned for analysis.